Manufacturer narrative:
Patient code (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that "pump filter was clogged" was negative aspiration. The cause of aspiration issue was not determined. The issue was resolved. No further complications were reported. Refer to pe 701768300 for details pertaining to catheter revision event. Refer to pe 700242889 for details pertaining to scs lead event.

Manufacturer narrative:
The main component of the system and other applicable components are:: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8711, lot# j11151r29, implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, 24 mg/ml concentration at 5.929 mg/day dose and morphine, 16 mg/ml concentration at 3.952 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that volume discrepancy occurred. Pump was replaced on (B)(6) 2018 and a healthcare professional (hcp) told the patient the pump filter was "clogged". Patient asked how this could happen. Volume for first refill after catheter revision was actual- 4cc and estimated-2cc. Drug was morphine and bupivacaine, unknown concentration and unknown dose. Volume for 2nd refill after catheter revision was actual- 8cc and estimated- 4 cc. Drug was morphine and bupivacaine at unknown concentration and dose. (Patient initially thought dose was: 3.64 mg/day morphine, bupivacaine 5.442 mg/day.) Patient reported that prior to the 2nd refill patient started having more pain and the hcp changed pump programming to increase dose. (Drug= older drug/dose concentration unknown, dose was increased). Hcp performed dye study, patient noted that the hcp accessed the pump port at the catheter connection, and it was difficult to pull back any drug, the hcp could not find the tip of the catheter when they injected dye, couldn't even get fluid into the catheter. They had to reprogram pump to get the catheter filled back up. Patient noted the hcp commented the catheter may be bent. (Patient had a hard time believing this as her old catheter was placed in 2002 or 2003 and never had an issue until the above revision.) Patient was to follow up with hcp to discuss if pump was sent back for analysis. No further complications were reported.